Manufacturer narrative:
The device has been returned and evaluated by product analysis on 16-sep-2019 the following findings: during investigation, the original complaint about the keyboard was unable to be duplicated. The keypad was intact with no evidence of damage and all the keys were responsive. The keypad was removed and there was no evidence of contamination on the key contacts. The pump was opened and there was evidence of moisture corrosion on internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.